Event description:
Egd performed with halo 90 ablation. This procedure uses an ablation catheter that is put on the end of a scope, which is then passed by the dr. Into pt's esophagus. After the physician completed the ablation, he removed the scope. It was then realized that the ablation catheter had become detached from the scope and was still in the pt. The physician removed the halo 90 catheter by pulling on the cord. He then passed the scope again to ascertain no physical harm occurred to the pt. When the halo 90 catheter was examined, it was realized that the tip of the catheter which is supposed to lay parallel to the scope had become perpendicular. There was no harm to the pt.